Event description:
Rebreathing bag was not filling in volume control mode with the consequence that breathing was not possible. Change to manual ventilation also unsuccessful, whereupon device was taken off the pt.